Event description:
It was reported that during a laparoscopic nephrectomy procedure, the reload fell out of the device during closing.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.